Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong connector is unconfirmed because the problem could not be reproduced. One 4 fr groshong two-piece connector and a small fragment of a 4 fr s/l groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the returned two-piece connector revealed use residues throughout the returned device. A needle injection cap was attached to the luer of the proximal connector extension leg. The two-piece connector was returned assembled with a small fragment of catheter attached to the device. A microscopic observation revealed nothing remarkable along the two-piece connector or the catheter. The distal end of the fragment of the catheter was observed to have striations where the catheter was cut to replace the two-piece connector. Because no leakage was observed during functional testing of the returned device, the complaint of a leaking two-piece connector is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the PICC clinic at the hospital placed a 7617405 catheter in a hematology patient on november 18, and found that the extension tubing was partially leaking the next day during infusion therapy. Replacement of a new extension tubing solved the problem.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.